Event description:
The reporter stated the surgeon implanted a 13.0mm icm 130v4 implantable collamer lens in 2009, in the patient's right (od) eye. The lens was explanted the following month, due to unexpected refractive outcome. No other lens was implanted.

Manufacturer narrative:
Refractive surprise.